Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that burr became stuck in the lesion. The target lesion was located in the severely tortuous and severely calcified mid distal circumflex artery. A 1.25mm rotalink¿ burr was selected for use. During the procedure, the burr was stuck in the mid distal circumflex artery and the machine stalled. The physician was unable to remove the burr. Therefore, the burr was cut at the advancer exposing the unspecified wire and was able to get another burr over the wire. The burr was removed out from the patient. The procedure was completed with a different device. No patient complications reported and the patient's status was fine.